Event description:
Study event. Device malfunction: none. Symptoms/ae: stroke. Time of symptoms/ae: 16 days procedure. It was reported that in 2007, a pt was successfully implanted with an acculink stent in the right common femoral artery. The pt was discharged home the following day. The pt experienced a stroke and was readmitted on 08/01/07 to the hosp. The pt was discharged to a skilled nursing facility on the following month, his condition was listed as improving. No additional info is available.

Manufacturer narrative:
The device remains in the pt. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.